Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A valid serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A physician reported on behalf of a customer (patient at physician's clinic), with a history of uncontrolled diabetes, who after applying new sensor 3 weeks prior to report date saw consistently lower scan readings than normal. Customer's tir (time in range) increased to approximately 95% from approximately 30% prior to this sensor, with scan readings from (B)(6) 2021 "abnormal" compared to usual high variability high and low glucose levels. Libreview data showed customer received scan readings of 69 mg/dl, 138 mg/dl, 164 mg/dl, and 102 mg/dl on (B)(6) 2021 and 117 mg/dl, 114 mg/dl, 131 mg/dl, 124 mg/dl, 119 mg/dl, and 116 mg/dl on 1 jul 2021. After a few days of wear of the sensor, customer became increasingly nauseated and on (B)(6) 2021, she experienced repeated vomiting and a loss of consciousness. Paramedics was called and a blood glucose result of over 600 mg/dl was obtained compared to a sensor reading of 116 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. Customer was hospitalized for 4 days with the diagnosis of diabetic ketoacidosis and received unspecified treatment. No further information was provided and attempts to gather additional information has thus far been unsuccessful as reporter was not the treating physician. There was no report of death or permanent injury.